Manufacturer narrative:
While performing the displacement test, the unit was unable to load properly. After further review of the unit's interior, there was rust on the force sensor and the inside of the motor end cap. Unable to perform displacement, basic occlusion, force sensor, and occlusion tests due to the moisture damage.

Event description:
The customer reported via phone call that they have tried to rewind the reservoir and load the reservoir and keeps getting an insulin flow blocked alarm. The customer's blood glucose value was 135 mg/dl. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated the insulin did exit. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.